Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h10: investigation results the returned resolution clip was analyzed, and it was found that the device returned without its outer sheath. The device returned without the clip assembly. The device has evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed; the device has evidence of premature deployment. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device returned without the clip assembly but with the yoke still attached and with evidence of premature deployment. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure for prophylactic clip placement post polypectomy performed on (B)(6) 2025. During the procedure, the clip was difficult to release from the catheter. Multiple attempts were made to open and close the clip, accompanied by rotational maneuvers in an effort to disengage it. Eventually, the catheter separated from the clip. Additionally, the same problem happened on the other clip device. The procedure was completed with these clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the cecum during a colonoscopy procedure for prophylactic clip placement post polypectomy performed on (B)(6) 2025. During the procedure, the clip was difficult to release from the catheter. Multiple attempts were made to open and close the clip, accompanied by rotational maneuvers in an effort to disengage it. Eventually, the catheter separated from the clip. Additionally, the same problem happened on the other clip device. The procedure was completed with these clip devices. There were no patient complications reported as a result of this event.